Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing during the fill tubing process. The customer's blood glucose level was 470 mg/dl. Reportedly, the customer changed the tubing to address the event and insulin delivery was resumed.